Event description:
The customer reported that during testing of the defibrillator, the paddles would not discharge.

Manufacturer narrative:
The customer reported that during testing of the defibrillator, the paddles would not discharge. The biomed isolated the problem to the external paddle set. The biomed swapped out the paddle set and the second set of external paddles discharged energy as expected. The hospital biomed reported that the defective paddle set had been scrapped.